Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported mother that the patient's blood glucose (bg) levels reached 327 mg/dl while wearing the pod between 4 and 24 hours; bg levels were "normal" when pod was applied. The pod was also leaking during wear. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a manual injection of insulin (5 units) was delivered and a new pod was applied. The patient's blood glucose and carbohydrate history are as follows: time, bg(mg/dl), cho(g). 6:00pm, 327, 60.

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. No other damages or defects were found that would result in a failure of the device to deliver insulin.